Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the clinic for routine programming. However, upon interrogation a code 1003 was observed, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service.